Event description:
The event is reported as: when the device was fired, improperly formed staples were dispensed. No pt injury or intervention reported.

Manufacturer narrative:
Sample has been received, but investigation is incomplete at time of this report. Investigation is ongoing and a follow-up report will be sent when available.